Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: no detection. Bacterial identification: n/a. Sampling from: biopsy channel, suction channel. Cfu: 0cfu. Bacterial identification: n/a. Sampling from: a/w-channel. Cfu: 0cfu. Bacterial identification: n/a. Sampling from: auxiliary water channel. Cfu: 0cfu. Bacterial identification: n/a. The device was returned to olympus and evaluated where foreign material was identified in the air/water tube and the air/water cylinder. From the information obtained, it is possible that the user used simethicone during a procedure, which may have left a foreign substance behind. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where the following deviation from instructions for use (IFU) was confirmed: the biopsy channel/suction channel/biopsy channel port were not brushed at manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during preparation for use, the gastrointestinal videoscope tested positive for 32 colony forming units (cfus)/100 ml of respiratory and skin flora. There was the growth of rothia mucilaginosa, neisseria sicca, actinomyces and staphylococcus hominis. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.